Event description:
A patient reported blood glucose results of 195 mg/dl, 115 mg/dl, 177 mg/dl and 185 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methdology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicting a potential malfunction of the meter in terms of precision.